Event description:
When compounding sterile IV products for a number of patients over the past few weeks, the bbraun elastomeric pump easypump® ii st gravity disposable 100ml capacity 100 ml volume 100 ml / hr have leaked. This is item ¿4540046-02. The pharmacist that is verifying the final compounded product has noticed the leaking on the majority of these affected doses and therefore that dose of medication is re-compounded prior to shipping to the patient. However, a few doses were shipped to patients---the patient called to let us know that the dose has leaked and that it is not sable. The dose appears to be leaking out right where the tubing exits the elastomeric device. When compounding for a particular patient, we will often times make them 7, 14, or 21 doses (depending in if they are infusing every 24, 12, or 8 hours) and only 1 or two of those doses are leaking, the rest are not. There are various lot numbers that we have noticed leaking: 22k16ge702 and 22g14ge701.